Event description:
On 9/8, the pt, an iddm, awoke at 4/a vomiting. No blood glucose test was performed at this time, she "settled down and went back to sleep." She awoke again at 6/a, vomiting and at 8:30/a, a blood glucose result of 109 mg/dl was obtained on the pt's meter using test strips lot # g20204, exp 5/96. She was given her normal dose of insulin (20u nph, 8u r) at 11:30/a, however, she only consumed water. She was taken to the ER at 2/p where a hosp meter (brand unk) bg reading of 460 mg/dl was obtained (the pt's meter and strips read "5" at the same time). She was treated with insulin and IV and later (4/p) was admitted to a medical ctr for treatment of diabetic ketoacidosis. The meter is cleaned according to MFR's recommendations. However, it is not cleaned once a week as is suggested in the owner's manual. Calibration status is unk at this time.